Event description:
It was reported that episodes of non-sustained rv oversensing due to noise were observed. Increased pacing lead impedance and capture threshold were also noted. The noise was reproducible when touching the can on the lead connection. Loose connection was suspected. The issue was resolved by tightening the setscrew. Patient condition was good.

Manufacturer narrative:
(B)(4).